Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. No medical intervention and no adverse consequences were reported with this event. The user facility was not able to provide any further info.

Manufacturer narrative:
During the device eval the motor assembly was found to be damaged and a motor winding short was discovered, which are probable causes of the reported overheating.